Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 12-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the simplicity corresponding to this complaint was received loose inside the original folding carton. The dfu, implant notification card, patient stickers, implant identification card, and a non-j&j pouch was also received. No lens was received for evaluation. During a visual inspection, the device was inspected under magnification. The handpiece was received with the plunger rod fully advanced, and the plunger rod tip was bent. Viscoelastic residue was observed throughout the cartridge. The cartridge tip and cartridge was damaged. No issues were observed with the lens module, device assembly, and plunger rod advancement. Complaint issue "dc-lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During the procedure, it was reported the dcb00 model intraocular lens (iol) was broken and there was no patient involvement. The procedure was completed using a non-johnson & johnson iol, hoya, that was implanted in the patient's ocular dexter (right eye). No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown, information was not provided. Section a-5 patient ethnicity: unknown, information was not provided. Section a-6 patient race: unknown, information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section e-1 reporter telephone number: (B)(6) - field only accepts the us phone number format. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.